Event description:
I was given polident with my new dentures in (B)(6). I started having trouble breathing around the same time I started using this product. I am deathly allergic to penicillin but was given this product by the dentist that made the dentures, no warnings of any kind. My breathing continued to get worse and on 2 occasions I required treatment in the e.r. No one was able to explain the sudden onset of breathing problems. When I ran out of the samples, I was given I bought efferdent because it was cheaper. I got horrible sores all inside of my mouth and was unable to wear my dentures for several days. While my dentures where out my breathing got better. I always rinse my dentures well with running water, so I made no connection. I was researching what could have caused the mouth sores and found several warnings about the products. I am currently using only baking soda on my dentures and my respiratory problems have been relieved. I could have died please take some kind of action to let people know you can have these kind of allergic reactions to these products. Healthcare providers should know as well. I have had a gazillion test and have been treated twice in the e.r. I will release any info you need. Product type: over the counter. Strength: effervescent. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Quantity: 6 tablet(s). How was it taken or used? Dentures soaked. Give best estimate of duration? 1 month. Why was the person using the product? Clean dentures. Quantity: 20 tablet(s). Date the person first started taking or using the product: (B)(6) 2021. Date the person stopped taking or using the product: (B)(6) 2021.